Event description:
It was reported that while doing a lateral view with the 9600+ system, the user could not get the arm to move back. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the dowel pin and battery. The system was tested and found to be working as intended and placed back into service.